Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: long-term results of hand-assisted laparoscopic gastrectomy for advanced siewert type ii and type iii esophagogastric junction adenocarcinoma. Author : peng zhanga, xuedong zhanga, huanzhou xue. Web address: https://doi.org/10.1016/j.ijsu.2018.03.004. This study aimed to comparatively evaluate the long-term outcomes of patients who underwent hals versus open surgery for the treatment of advanced siewert type ii and type iii adenocarcinoma of the esophagogastric junction (aeg). Between mar2010 and mar2011, 77 patients with advanced siewart type ii and iii aeg underwent radical gastrectomy with d2 lymphadenectomy and were allocated into open surgery and hand-assisted laparoscopic surgery (hals). In hals, hand-access device, lapdisc was inserted. In both techniques, proximal gastrectomy was performed using two 55 mm (tcl55) linear cutters and esophagogastrostomy was performed using conventional circular stapler (cdh 25) through the anastomosis of the esophagus into the stomach. Postoperatively, complications included esophagogastric anastomotic leak (n=1 hals group and n=1 open surgery group) and surgery incision infection (n=2 hals group and n=4 open surgery group). In hals group, the patient who had esophagogastric anastomotic leak was treated conservatively without surgical intervention. The hals approach resulted in reduced blood loss, shortened postoperative hospital stay, and the resection of more lymph nodes. This analysis suggests that hals may serve as a less invasive and as successful alternative to open surgery for the treatment of advanced siewert type ii and type iiiaeg.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: after investigation and communicating with the author, the complications were not related to the jnj devices, which due to the personal physique and susceptibility. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.